Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 25.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow-up, increased lead impedance, noise, and lead fracture were noted. Lead was capped and replaced successfully. There were no complications occurred as a result of the procedure.